Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The sheath was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. The commander delivery system¿s flex tip units were 100% inspected during receiving inspection.  The esheath is both visually inspected and tested several times throughout the process. The sheath shaft components were 100% visually inspected for any defects. Furthermore, after sterilization, sheath expansion testing was performed during product verification (pv) on finished devices from the work order under a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed one additional similar complaint relating to resistance with delivery system.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system was unable to be confirmed due to the unavailability of returned device and/or applicable imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per report, the patient access vessels displayed ¿tight access vessel diameters¿. Although no specific diameters of the access vessel were provided, smaller vessel characteristics can restrict the sheath from proper expansion, lead to increase push force to advance the delivery system through the sheath. As a result, available information suggests that patient factors (vessel diameter) may have contributed to the reported event. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment and corrective/preventive actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in canada, during a transaxillary transcatheter aortic valve replacement (tavr)  procedure with a 26mm sapein 3 valve, there was difficulty inserting/advancing the delivery system through the sheath leading to heavy manipulation of the systems. When the valve was brought to the native annulus, and the pusher was pulled back, the valve was not between the alignment markers anymore, despite several efforts to pull it back. It was not possible to pull back the pusher without the valve moving. The valve could not safely be retrieved (superior edge of valve was considerably off-axis with the sheath), and thus a suboptimal deployment was performed with the balloon leading edge approx. 5mm ahead of inferior margin of the stent frame. As a result, the valve slid back towards the flex tip on the balloon during deployment resulting in a 25-75 aortic-ventricular implant position. Initial aortic insufficiency (ai) assessment was quite significant.  A second valve was opened and prepared on a delivery system during a period of hemodynamic instability caused by the valve was implanted in a low position (which actually settled with vasopressors). A bleeding in axillary artery at insertion site was observed, and based on seeing a proper seal in subsequent angiograms, placing the second valve was abandoned.  Post dilation was performed with the same commander delivery system and resulted in trace ai. The delivery system was removed through the esheath. A covered stent was put in place, however physician is uncertain if damage was performed by perclose or the esheath.  The patient was stable after procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.